Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 382 mg/dl and a bolus was delivered to address bg. The customer alleged that insulin was not being delivered. During troubleshooting with tandem technical support, gaps in the infusion set tubing was observed. The customer primed the tubing successfully removing the air. The customer was confident that elevated bg was due to not filling the tubing. Insulin delivery was resumed.